Manufacturer narrative:
During annual service, the autopulse platform sn (B)(4) displayed an error message user advisory (ua) 17 (max motor on time exceeded). Motor drive train was replaced to remedy the fault. Following the repair, autopulse passed all the tests with no issue or faults observed. No physical damage was noted during visual inspection. The autopulse platform is a reusable device and was manufactured on 09/12/2011. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number(B)(4).

Event description:
During initial functional testing of the returned autopulse platform for annual service, the device displayed "ua 17 (max motor on time exceeded)" error message.

Manufacturer narrative:
Correction to the date of event changed from (B)(6) 2017 to (B)(6) 2017